Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal compounded baclofen, dose and concentration unknown, for intractable spasticity. The patient's pump was implanted on (B)(6) 2015 and subsequently the patient had extreme pain due to urinary retention; the symptom was considered sudden. The retention began 7-10 days after the pump implant. In the same time frame the patient also experienced leaking around the catheter, where it entered the spine, which caused an overdose of baclofen, and a blood clot near the catheter. A revision was performed approximately 10 days after the pump implant to address the issues. After the revision the patient was transferred to a rehabilitation facility. The intrathecal baclofen dose was titrated to 350mcg/day during the rehabilitation stay. He was not having much problem with urinary retention until again recently. An MRI was performed approximately two weeks prior to this report which revealed no problems with the pump. The urinary retention was determined to be a si de effect of the intrathecal baclofen. Explant of the pump was being considered as the patient's spasticity was not much improved when compared to oral baclofen. The patient's medical history includes cerebral palsy. Follow-up is being conducted to obtain all information relevant to the event.